Event description:
Customer reported an issue with the panorama central station server which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The device was evaluated. Correction included clearing error logs and restarting the servers. All communications were reestablished.